Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 44 mg/dl; cause was not known. Reportedly, paramedics were called, and subsequently the customer was hospitalized. The customer consumed sugar water and was treated with an insulin drip to address the bg level. The customer was released on (B)(6) 2024 with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.